Event description:
The physician was performing a stone removal on a 55 yr-old male pt with medical conditions unknown using an eight wire basket. While capturing the stone in the common bile duct, the device cable detached leaving the stone and basket in the pt. The physician captured the stone successfully. The pt is reported to be in satisfactory condition and no further complications occurred.